Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having an issue charging their ¿dcs battery.¿ the patient stated that they were having the same issue with their peripheral stimulation battery and that it would not charge. No patient symptoms were reported and there were no complications. Indication for use is unknown.